Manufacturer narrative:
Device analysis performed on the returned ipg and leads revealed normal device characteristics during visual examination. Additionally, the ipg was able to be charged in one four-hour cycle with no anomalies. A labeling review was conducted which determined that lead breakage, loose connections or electrical issues can result in ineffective pain control and are known risks of implanting a pulse generator as part of a system to deliver spinal cord stimulation, as documented in the instructions for use (IFU). Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2352700, model: sc-2352-70, serial: (B)(6), batch: (B)(6). Product family: scs-linear leads, upn: m365sc2352700, model: sc-2352-70, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced more pain with stimulation therapy than without. Therefore, the patient underwent an explant procedure during which the implantable pulse generator (ipg) and leads were removed. The patient has fully recovered postoperatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2352700, model: sc-2352-70, serial: (B)(6), batch: (B)(6). Product family: scs-linear leads, upn: m365sc2352700, model: sc-2352-70, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced more pain with stimulation therapy than without. Therefore, the patient underwent an explant procedure during which the implantable pulse generator (ipg) and leads were removed. The patient has fully recovered postoperatively.